Manufacturer narrative:
The pod was received fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. No damage or abnormality was found on cannula assembly, fluid path, or the needle assembly. However, it could not be conclusively determined if the cannula was dislodged from the insertion site.

Manufacturer narrative:
The device has been received and is pending investigation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Changing your pod 3 / page 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 419 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (arm). When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, they changed the pod, gave insulin through a syringe and drank lots of water.